Event description:
The customer contacted stryker to report that their device is unexpectedly powering off. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker observed that the device wasn't automatically switching to its second battery. Stryker replaced the device's power supply and battery wire harness. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.